Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Correction: changed conclusion code from 79 to 67. The problem was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The home patient (hp) stated he had cycled the power on the machine before and the alarm occurred on the machine. The baxter technical service representative (tsr) had the hp cycle power to press go to start and had the hp disconnect and removed the cassette and discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2011 and he was able to resume the next day when he started over with new supplies. He finished out therapy that day with manual supplies. He had first called his nurse about the alarm and then contacted baxter when she was unable to help him resolve it. There was nothing wrong with any of the supplies, he said it was something he had done. He had forgotten to close the clamp on the patient drain line. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.